Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. However, the immucor laboratory tested retention product on (B)(4) 2014, which performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID by a manual capture method.